Manufacturer narrative:
(B)(4). Batch #: v94j8p. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Unknown, device has been returned and available for inspection. Please confirm all the fragments generated were removed? Cannot confirm absolutely. How long was the surgical delay? Approx. 5 minutes but again no definitive time advised with the complaint. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the hand piece was rested off the operative site. The tip became hot and burnt through the surgeons gown. It appears the inner jaw lining strip(white) has peeled off. The surgery was delayed and fragments were generated. No harm to surgeon or patient.

Manufacturer narrative:
(B)(4) date sent: 5/19/2022 d4 batch #: v94j8p investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the tissue pad damaged, melted, and 100% present. In addition, the tissue pad was not detached as reported. The device was connected to a gen11 and the device did activate during functional testing. The device was functional and worked as intended. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.